Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that although the cannula deployed and inserted into the skin on the abdomen, the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient further stated to be unsure whether the cannula was inserted correctly, as he experienced pain during wear, and blood was observed on the adhesive. Upon pod removal, the cannula was found to be bent. The pod was worn for less than one hour. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.